Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that arteriotomy closure of a calcified common femoral artery was attempted using 3 proglide devices via a 7f sheath after an interventional aortic stenting procedure. Reportedly, the needles of all three proglide devices deflected during deployment due to calcification at the access site. No suture was present when the proglide plungers were removed, a cuff miss was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.